Event description:
It was reported that occlusion alarms occurred. The customer, who was at school at the time and unable to continue troubleshooting, was advised to follow up with support later. There was no reported impact to the customer¿s blood glucose level as a result of this issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.